Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "the PICC line was placed in patient on 6/26. Patient was at the oncologist on 9/26 and it was seen that it got wet under the dressing. We removed the PICC line and could then see that there were holes right in the joint where the wing ends and the catheter begins. The catheter was quite high up the arm and when we looked we felt that it did not get pinched or creased when the patient bent the elbow joint but cannot say for sure. There was no exposure of healthcare professional to blood or bodily fluids, no serious or negative impact to the patient, and the PICC line was replaced." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer "the PICC line was placed in patient on 6/26. Patient was at the oncologist on 9/26 and it was seen that it got wet under the dressing. We removed the PICC line and could then see that there were holes right in the joint where the wing ends and the catheter begins. The catheter was quite high up the arm and when we looked we felt that it did not get pinched or creased when the patient bent the elbow joint but cannot say for sure. There was no exposure of healthcare professional to blood or bodily fluids, no serious or negative impact to the patient, and the PICC line was replaced." No other information was provided.